Event description:
Patient reported the pump screen was blank. Had them switch on the pump but there was no resume infusion option. Healthcare professional later reported "when patient came in this morning, pump was turned on and it did not have a resume infusion option. Patient states when they looked at it last evening the screen was black. Asked patient if they pushed a button to see if the screen just went black to conserve battery and patient states they did that and nothing, which is why they called the help line". Patient only received 1500mg of the 4500mg infusion. There was no obvious physical damage to the pump. No leaking of battery or corrosion. Device was in use for 24 hours before event occured. Medication being infused was 5fu. No patient injury reported.

Manufacturer narrative:
Complaint history review performed. No previous complaints on this device. A review of the device history record has been completed. This pump passed all previous tests. Analysis of the returned device is complete. Results: the event log for nimbus ii plus, serial number 713342, was reviewed, and it was discovered that the pump had a powering-off issue. But the test was then performed on the nimbus ii plus, serial number 713342, where the pump didn't turn off during infusion with a new battery. The reported complaint of a powering-off issue was confirmed in the event log, but it was not repeated in the performance test. The pump was found to be operating inside the specification and meets the passing criteria. Root cause for the failure is a battery with an insufficient charge.